Event description:
The pump was reported to overinfuse. A 500ml bag of chemo was set to infuse at a rate of 22ml/hr. Approximately 3 hours and 20 minutes later, the entire bag had infused. No adverse outcome resulted.